Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory on 07/30/2020. An investigation was conducted on 08/06/2020. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on the cold jaw was observed to be peeled back exposing the metal tip of the cold jaw to the mid center of the cold jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire". A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they noticed the silicone tip of the jaw was broken off. No patient involvement.